Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery measurement was 2.65 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 4194 lead implanted 2009-(B)(6). (B)(4)

Event description:
It was reported that the physician had concern that the patient's implantable cardioverter defibrillator (ICD) depleted sooner than it should have. The ICD remains in use. It was also noted that the patient's left ventricular (lv) lead had one episode of high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.